Manufacturer narrative:
The calibration recovery was requested but not provided. Qc recovery for level 1 was acceptable, level 2 was low on(B)(6) -2020 and (B)(6)-2020. No conspicuous alarms were noted. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that a probe was misaligned over a sample rack. The probe was aligned. The pinch tubing was replaced as it had compression marks near the pinch valve. The probe tubing was found outside of a guide pulley. The tubing was replaced. Syringe seals were replaced as a preventive measure. The measuring cell was replaced. A syringe was found to have two o-rings installed on top of the syringe barrel when only one is required. Performance testing was run and all results were within specifications. The customer calibrated all assays and no errors were observed. The customer ran controls and all results were within the customer's expected range.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsystroponint gen.5 stat assay on a cobas e411 immunoassay analyzer . Incorrect values from the samples were reported outside of the laboratory. The first sample initially resulted with a troponin t value of < 6 ng/l. The sample was repeated on a second analyzer, resulting with a value of 11.73 ng/l. The sample was repeated again on the complained e411 analyzer, resulting with a value of 6.25 ng/l. The 11.73 ng/l value was believed to be correct. The second sample initially resulted with a troponint value of 8.19 ng/l. The sample was repeated on a second analyzer, resulting with a value of 16.09 ng/l. The sample was repeated again on the complained e411 analyzer, resulting with a value of 10.39 ng/l. The 16.09 ng/l value was believed to be correct. The troponin t reagent lot number was 45954600, with an expiration date of 31-jul-2021.